Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s friend/family member reported via manufacture representative that in the past few years she didn't need the device so they turned it off but now the patient had some troubles and feels some retention. It was noted that she may need a reprogramming.